Event description:
Clinical laboratory reported an essay validation failure. The report indicated that all assay values, including positive controls and targets, were very low. Returned product was evaluated and it was determined that some of the tubes were not coated with antibody.